Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter plus a tuohy. The balloon was tightly folded. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the shaft. Microscopic examination of the balloon and markerbands found no irregularities or defects. Microscopic examination found damage to the tip. Microscopic inspection was conducted on the outer shaft, where water was found to be leaking during functional testing of the device. A perforation (abrasion) was found on the outer shaft, 4mm proximal to the port/exit notch, and 1.5mm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 3.75mmx15mm nc emerge® balloon catheter was advanced for dilation. However during the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 3.75mmx15mm nc emerge balloon catheter was advanced for dilation. However during the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.